Manufacturer narrative:
Explant was reported due to unknown causes related to the patient's condition. The investigation found active bacterial endocarditis, with vegetations on all three leaflets and acute inflammation, necrosis and gram positive cocci. All thee leaflets had fibrous thickening. Leaflet 1 was torn. No significant calcifications were present. The cause of the tear could not be conclusively determined; however, the vegetations could have contributed to the tear formation.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 23mm sjm trifecta valve was implanted in the patient's aortic position. On (B)(6) 2020, a re-do avr was performed and the trifecta valve was explanted, replaced with a 21mm inspiris resilia aortic valve(manufacturer: edwards lifesciences). The patient is stable.